Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker with this right atrial (ra) lead exhibited high, out of range, pacing impedance measurement of more than 2,500 ohms with loss of capture (loc). Fluoroscopy showed a clean break in the ra lead at the subclavian region. The rest of the lead curled in the pocket behind the can. The out-of-range (oor) impedance measurement was detected since last year. The patient also had a fall but the timing was unknown. Subsequently, the procedure was cancelled and will be reviewed further. The patient may likely be rescheduled for snare recovery and laser extraction. Additional information was received indicating that the field representative is unaware if the procedure has taken place. At this time, the system remains in service. No adverse patient effects were reported.